Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. The customer loaded a new cartridge and resumed insulin therapy however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy. The customer was interested in getting a loaner pump.there was no adverse impact to the customer¿s blood glucose level.